Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4) it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - us157860 m2a-magnum pf cup 711680. 192014 echo por fmrl 390740. 157454 m2a-magnum mod hd 595250. 139270 m2a-magnum 52-60mm 525860. Multiple MDR reports were filed for this event, please see associated reports:

Event description:
It was reported by patients legal counsel that the patient's left hip was revised approximately five years post-implantation due to metallosis and mom. Medical records noted external bulging, turbid gray fluid, pseudotumor and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and should not have been reported. The initial report should be voided as it was submitted in error.